Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the available information, the peritonitis event can be attributed to patient breach in aseptic technique as the patient had concomitant declining mental status that was unrelated to pd therapy.

Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized with peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse stated that this patient had been experiencing declining mental status. On (B)(6) 2025 the patient was seen in the outpatient pd clinic for routine care. In the visit, the patient had cloudy pd effluent. As a result, the patient had a pd culture obtained (in the outpatient pd clinic) which revealed growth of staphylococcus epidermis. The patient was diagnosed with peritonitis was initiated on antibiotic therapy utilizing intra-peritoneal (ip) vancomycin (dose not provided) and ceftazidime (dose not provided) on an outpatient basis. Subsequently, on (B)(6) 2025 the patient was hospitalized for worsening altered mental status. The nurse confirmed the altered mental status was not associated with pd treatment. During the hospitalization, the patient was diagnosed with cerebral infarction (stroke) due to cerebral artery thrombus (not related to dialysis). The nurse could not provide details about the patient¿s hospital course. However, it was stated the patient continued on antibiotic therapy for peritonitis (details are unknown). On (B)(6) 2025, the patient was discharged to an acute care rehabilitation hospital where the patient is receiving pd therapy (details are unknown). The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse stated that the peritonitis event was attributed to patient breach in aseptic technique (in the setting of altered mental status).

Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized with peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse stated that this patient had been experiencing declining mental status. On (B)(6) 2025 the patient was seen in the outpatient pd clinic for routine care. In the visit, the patient had cloudy pd effluent. As a result, the patient had a pd culture obtained (in the outpatient pd clinic) which revealed growth of staphylococcus epidermis. The patient was diagnosed with peritonitis was initiated on antibiotic therapy utilizing intra-peritoneal (ip) vancomycin (dose not provided) and ceftazidime (dose not provided) on an outpatient basis. Subsequently, on (B)(6) 2025 the patient was hospitalized for worsening altered mental status. The nurse confirmed the altered mental status was not associated with pd treatment. During the hospitalization, the patient was diagnosed with cerebral infarction (stroke) due to cerebral artery thrombus (not related to dialysis). The nurse could not provide details about the patient¿s hospital course. However, it was stated the patient continued on antibiotic therapy for peritonitis (details are unknown). On (B)(6) 2025, the patient was discharged to an acute care rehabilitation hospital where the patient is receiving pd therapy (details are unknown). The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse stated that the peritonitis event was attributed to patient breach in aseptic technique (in the setting of altered mental status).

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.